Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: during investigation, the pump was unable to power up and was unresponsive due to corrosion in the battery canister and to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the pump emitted a call service alarm. The patient did not remember what alarm was emitted and did not have a battery at the time of the call to turn the pump on and check. There was no allegation of an adverse event with this complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.